Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited ''no disposable clamp tubing" alarm. No patient injury reported.